Event description:
Alaris pump beeping loudly in patient's room with red message displayed on brain, reading "system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unable to be restored. Record before pressing system off. Code: 120. 4610". This particular brain had 4 channels attached, one with a cardiac drip, one with sedation, tpn, and lipids. All had to be momentarily paused for the medications to turn off the system, grab new equipment, and re-set everything up.